Event description:
Customer called (B)(6) 2011 to report a blood spill. No pt or operator injuries were reported.

Manufacturer narrative:
Product was not rec'd to confirm the reported issue. Documented attempts were made to procure the device for eval. Should it be returned in the future, a f/u medwatch will be filed.